Event description:
Reporter alleged test strip information on the test strip vial was missing. It was reported the expiration date, lot number, and catalog number were missing from the vial. No actions were taken and no treatment was received as a result reportedly. A request was made for the return of the suspect product and replacement product was sent.